Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp)units touch screen is unresponsive. There was no impact on patients.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated that "touch screen is not working (especially long press area), touch screen showed signs of aging, and the problem was solved after replacement of touchscreen assy, 12.1". Also, the power switch was not responding well, so the power switch was replaced. Backplane board buzzer was replaced due to deterioration."fse then tested the functionality and safety per factory specification and iabp was then released for clinical use.

Event description:
N/a.